Event description:
This report is a follow-up report related to 9611385-1999-00014. A dentist cemented in eight different pts full porcelain crowns using espe's composite based luting cement compolute. All pts complained of severe pain and in several cases the dentist performed root canal treatment to relieve the symptoms. As follow-up investigations showed, the dentist used a pac (plasma arc curing light) with very high light intensity and short curing time. This curing technique is deemed to have caused or at least contributed to the adverse events because fast curing may result in high inner tension of the cured material which again may cause pain reactions.